Manufacturer narrative:
MDR 1219913-2024-00025 was initially submitted on 09-feb-2024. Siemens has concluded the investigation. A customer from outside the united states reported observation of reproducibly elevated atellica im progesterone (prge) results for one patient which were discordant relative to clinical expectation and alternate-method testing. Quality control (qc) results were within expected ranges, and no issues were reported for other patient samples. The customer investigated the potential presence of a endogenous sample interferent by treating the affected sample using a heterophilic blocking tube (hbt) and a non-specific binding tube (nsbt); lower results were observed. It is noted that the assay¿s instructions for use (IFU) contains the following statements, under limitations: ¿patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis.¿ ¿with the advent of new steroid-based medications (analogues) with similar chemical structures to progesterone, there is the possibility of cross-reactivity and falsely elevated results. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the progesterone results are inconsistent with clinical evidence, additional testing is suggested to confirm the result.¿ based on the available information, the discordant observation may be associated with a sample-specific interferent. No product problem was identified. The customer is operational and no further action is required. Note: the codes for investigation findings and investigation conclusions in section h6 have been updated.

Manufacturer narrative:
In section d4, the product lot number has been corrected from lot 320 to lot 322. The product expiration date has also been updated accordingly.

Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im progesterone (prge) results for one patient which were discordant relative to clinical expectation and alternate-method testing. The initial result, observed on (B)(6) 2024 is reported separately. The repeat observation of (B)(6) 2024 is addressed in this report. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reports observation of reproducibly elevated atellica im progesterone (prge) results for one patient which were discordant relative to clinical expectation and alternate-method testing. Discordant elevated progesterone results were observed for a 42-year-old female patient. An initial discordant, elevated prge result was observed which conflicted with alternate-method testing (reported separately). Later repeat testing reproduced the initial observations (discordant prge result addressed in this report). A new sample was drawn and tested at another laboratory (using an alternate test method), and a much lower result was returned. This lower result was considered to be in agreement with other clinical indications. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment in association with the observed discordance.